Event description:
It was reported the fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed that the heater wire had been badly crushed and damaged. Our examination of the unit indicated that this damage was attributable to misuse on the part of the consumer and disregard for our instructions and warnings.